Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device not available.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. It was reported that the patient underwent a revision surgery due to an infection. The surgeon removed the implants and placed a cement spacer as part of a two step revision.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. It was reported that the patient underwent a revision surgery due to an infection. The surgeon removed the implants and placed a cement spacer as part of a two step revision.

Manufacturer narrative:
The reported event could not be confirmed, based on available medical record and health care professionals. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: CT review shows cement spacer at the location of the upper ankle joint. The investigation/assessment is therefore limited. There is no further clinical information given on any infection and an infection cannot be assessed with a CT scan only. Based on investigation, the root cause could not be established the failure cause is unknown . If the device is returned or any further information is provided, the investigation report will be reassessed.